Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display screen is blurry, scratched and the screen is black. The customer's blood glucose reading was 25 to 400 mg/dl at the time of incident. Troubleshooting found that the self test and the displacement test both passed. Customer declined high and low blood glucose troubleshooting and was advised to monitor the pump.